Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 1ml ls 25ga 5/8in chin graphics broke. The following information was provided by the initial reporter "two syringe needles were found broken when the product package were opened in the material department".

Event description:
It was reported that 2 bd syringe 1ml ls 25ga 5/8in chin graphics broke. The following information was provided by the initial reporter "two syringe needles were found broken when the product package were opened in the material department".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.